Event description:
According to the distributor's report, the device was used to close an eyebrow laceration. During application, some of the adhesive contacted the pt's eye, and glued it shut. The eye was opened immediately, but some of the adhesive remained on the eyelid and protruded into the inner eye scratching the cornea. Ophthalmic ointment was applied and the pt was encouraged to see an opthalmologist. The opthalmologist was concerned about fruther scratches to the cornea, so removed the adhesive surgically under anesthesia. The pt is reported as doing fine.